Manufacturer narrative:
(B)(4).

Event description:
It was reported that, "during the procedure, the introducer (dilator) prevented the catheter from passing through. Upon withdrawal, the tip was found to be bent; an attempt was made to use the other end of the guidewire, but it also failed to pass, and it was at that moment that the detachment occurred." There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine". No additional medical intervention was reported beyond removal of the affected device, and the procedure was completed successfully following replacement with another device. At the time of this report, the customer has not returned our requests for additional information regarding the "detachment". If further information is received, the complaint file will be updated.